Manufacturer narrative:
The reported event of prophylactic explant for premature battery depletion could not be confirmed. Further analysis was not performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. It was also noted that the right ventricular lead exhibited noise and high impedance. The lead was capped, and both products were replaced successfully. The patient's condition was stable.